Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 652 mg/dl at the time of the incident. The customer used manual injections, intravenous insulin drip, and discontinued use of the insulin pump to treat. The customer mentioned symptoms such as feeling sick and vomiting. The customer was wearing the insulin pump during the incident. The customer also reported previously being hospitalized on (B)(6) 2020 due to high blood glucose and diabetic ketoacidosis was released earlier on (B)(6) 2020, before returning for the same reason. The insulin pump will not be returned for analysis.